Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 7753745 and 510k# k123656 and (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent posterior fusion at levels c1-2 due to pre-op diagnosis: atlantoaxial subluxation. Reportedly, post-op, on an unknown date, the tip of the rod on the c1 interfered with the occipital bone. It¿s unknown whether it occurred in retroflexion or due to loosening of the set screw. Patient complications as a result of this event has been reported unknown. Re-operation was scheduled on (B)(6). The c3 screw will be added and the rods position will be placed lower or replaced to prevent contact with occipital.